Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer wore the pump against their skin. During troubleshooting for the current occlusion alarm, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Blood glucose (bg) was over 500 mg/dl and bg was addressed with manual injections. A new cartridge was loaded and the pump performed as intended.